Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 189.1°f after 3 minutes runtime. At this time the motor stopped running. Initial evaluation determined the rear motor bearing was worn and the motor shaft was broken. The likely cause of these types of failures is due to inadequate preventative maintenance. After the initial evaluation the device was not routed correctly to engineering to determine the suspected reason for malfunction. Additional testing to determine the maximum temperature rise rate could not be performed because the device was not available for evaluation. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 25 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Device returned for repair with the reported malfunction of "motor stop running in 3 min." No patient impact reported. Repair escalated to a product event on evaluation due to overheating. On follow-up, it was confirmed that there was no record of impact to patient or staff.